Event description:
It was reported that during the procedure in an unspecified vessel, after direct stenting using a 3.5x12 xience v stent, a 3.5x8 voyager nc balloon was used for post-dilatation. During dilatation, the balloon was inflated beyond nominal pressure; however, the balloon did not appear to fully expand via angiography. An attempt was made to deflate the balloon but only partial deflation was achieved. Slight resistance was felt when removing the partially deflated balloon from inside the stent; however, the dilatation catheter was withdrawn slowly from the anatomy without resistance. Once outside of the anatomy, the balloon was confirmed to be partially deflated. Post dilatation was completed using a 3.5x8 nc trek balloon. After completion of the procedure, negative pressure was applied to the nc voyager balloon outside of the anatomy and the remaining contrast media was removed and the balloon was confirmed to be completely deflated. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, additional reported information indicates that resistance was felt when removing the protective sheath from the voyager nc. Anatomical information received states mid right coronary artery, mild tortuosity and moderate calcification with 90% stenosis.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: advance. Stent: xience v 3.5-12. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon inflation/deflation issues could not be confirmed. Based on visual inspection, functional testing, dimensional measurements, and chemical lab analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.